Manufacturer narrative:
The permanent cautery hook instrument was returned to isi for evaluation. Failure analysis confirmed the customer reported failure. The instrument was found to have thermal damage on the monopolar yaw pulley at the distal end. There were signs of potential arcing. Furthermore, the conductor wire was found to be broken at the weld at the distal end. The thermal damage to the yaw pulley and the arcing event are due to the conductor wire breaking at the weld location. It is possible that the weld joint itself was weak or marginal and over multiple energy activations, the weld failed and broke. This complaint is being reported due to the following conclusion: during a da vinci-assisted procedure, it was alleged that arcing was observed on the permanent cautery hook instrument. Although, no patient harm was reported, if the malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook instrument arced. There was no report of any fragment(s) falling inside the patient. The planned surgical procedure was completed and there was no report of any patient harm, adverse outcome, or injury.